Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink duo-vent solution administration sets leaked and disconnected after the tpn (total parenteral nutrition) bag was spiked. The leaks were noted from where the IV (intravenous) tubing was spiked into the bag. The issue was identified during patient infusions; further described as ¿30 minutes after the tpn bag was spiked, primed by the nurse, and the infusion was initiated via cvc (central venous catheter), leaking was noted from where the IV tubing was spiked into the bag. When the tubing was touched near the spike for inspection, the spike fell out of the bag.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.